Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient body. Patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text: device remains in patient body.

Event description:
The patient was treated for an abdominal aortic aneurysm on (B)(6) 2018 with the implant of an afx2 bifurcated stent graft (bsg) and afx vela suprarenal. The patient presented emergently on (B)(6) 2025 with extreme abdominal pain. Angiogram confirmed lack of overlap between the afx2 bsg and afx vela suprarenal. An attempt to reline was made with a gore (non-endologix) stent; however, due to extreme stenosis access was not possible. Reportedly, the patient was very sick. Patient expired in hospital. It should be noted that the physician reported possible incorrect sizing at index which most likely led to the lack of overlap. This event was initially reported via user facility medwatch: mw5174189, received on 12 august 2025. Through follow-up detailed case information was received on 05 september 2025.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. As no medical records were received, the patient death could not be confirmed. An examination of medical imaging received by endologix was unable to confirm the additional endovascular procedure. This is not consistent with the reported adverse event/incident. The clinical assessment determined that there was evidence to reasonably suggest a type iiib endoleak had occurred that was not included in the event as reported. The type iiib endoleak was discovered during review of the computed tomography scan dated (B)(6) 2025. Additionally, a decrease in overlap from 57 to 20mm was identified. Device, procedure user or anatomy relatedness of complaint could not be determined. Procedure related harms could not be determined. It should be noted that the proximal aortic neck was significantly angulated and tapered which could have caused poor stent-to-stent apposition compromising proximal seal of the main body. However, a type iiia endoleak was not observed. Aortic remodeling and sharp infrarenal angulation likely contributed to a 37mm decrease in component overlap. The physician had reported that possible incorrect sizing at index which most likely led to the lack of overlap; however, the index components that were implanted appear to have been appropriately sized. Though the patient death could not be confirmed the final patient status was reported as very sick and expired in the hospital. The cause of death could not be determined due to insufficient information. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation¿s outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated. H6: medical device problem codes ¿ remove 1583 and 2017. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.